Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had accidentally put the wrong count during the medication issue process. A technical support specialist logged into medbank myqlink (mql) and verified that the user did not have cycle count or discrepancy resolve privileges. The tss explained that since the user and the other user, did not have cycle count privileges, would not be able to correct the count at that time. The users were advised to report the discrepancy to the manager or pharmacy administrator to have it resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user had accidently put the wrong count during the issue medication process. They thought that issuing the medication again would allow them to fix the count, but it only created another discrepancy. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. There were no adverse events or injuries reported based on this event.